Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsvwb10) was removed due to it was placed in a compromise position rendering the implant non restorable. Tooth location 30.

Manufacturer narrative:
A tapered screw-vent implant with mtx surface (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified minor nicks and dried blood residue around the external thread due to usage. The device successfully passed functional testing with a compatible in-house abutment which was able to fully seat. The implant drive feature was intact. No pre-existing conditions were noted on the per. The reported device was placed on an unknown tooth location for approximately 1 month. X-ray or picture images were not provided. DHR review for the lot (1230747) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Complaint history review was performed for the reported lots (1230747) and no similar event or complaint was found. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and functional testing, device malfunction did not occur but the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable. Based on the investigation, risk file review and IFU, the most likely cause determined from the investigation is clinician error due to improper case planning. The following section as been corrected: h4: manufacturer date.

Event description:
No further event information available at the time of this report.